Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The unknown clear material was sent to chemistry for further analysis. Ir spectrum of the unknown material was inconclusive since the absorption characteristics were not similar to any print in the library; however, using spectroscopy, the following elements were detected: iodine, sodium and chloride. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The detected elements are typical for use in the type of procedure this product is used for. Iodine is typically found in contrast medium and sodium and chloride are components of normal saline. The fogarty catheter is typically used on vessels that are already occluded, so the potential for ischemia related to deflation difficulty is less likely; however, deflation difficulty can impair balloon modulation during use, which has the potential to lead to vascular injury. Therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: ¿use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded.¿ it is unknown whether user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Our product evaluation laboratory received one model 12tlw804f catheter. The balloon could not be inflated and back pressure was observed from the balloon inflation lumen. The balloon inflation lumen was found to be occluded. Cut down was performed on the catheter body and an unknown clear material was found approximately 2.5cm from the catheter tip. Both the balloon and windings were intact. The through lumen was patent and did not leak. No other visible damage or inconsistency was observed from the catheter body. The customer report of a deflation issue could not be confirmed on evaluation. The unknown clear material was sent to chemistry for further analysis. Upon completion, a supplemental report will be sent with the findings.

Manufacturer narrative:
Our product evaluation laboratory performed additional testing. The inflation lumen inner diameter was measured to be 0.008 inches, which was within specification.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported the balloon on a fogarty catheter deflated slowly during use. The balloon had been successfully tested prior to use. There was no patient injury. Patient demographics were requested and not provided.